Manufacturer narrative:
It was reported that the entry point would not update. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Investigation tried to reproduce the event unsuccessfully. First, the entry point button could no more work but this issue could not be reproduced. An incorrect management of the trajectory list from guidance to planning is suspected but nothing permit to conclude about the cause for this issue. Then, after reopening the patient folder, another trajectory was reached and again, after returning home and selecting planning menu, the pointer modifier was no more working. A new design defect was created for this reproducible issue.

Event description:
Near the end of the surgery, the surgeon drove the robot back to the home position in order to modify the entry point of a trajectory because it was blocked due to placement of the head holder. The surgeon clicked the planning tab and then unlocked the trajectory that he intended to modify. He clicked the new entry point on the image and when he clicked entry point nothing happened. The surgeon tried this a few more times and then tried the modifier tool and nothing would change the entry point of the trajectory. Finally, he clicked a different trajectory and was able to modify that entry point and then undid his modification and clicked back to the original trajectory he wanted to modify and was able to modify the entry point as intended. The patient was under anesthesia while this was happening and the delay was approximately 5 minutes.